Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) results were obtained from a vitros performance verifier using vitros chemistry products na+ slides lot: 4267-1147-8163 and lot: 4254-1134-2446 on a vitros 5600 integrated system. The assignable cause of the event is an instrument issue related to the performance of the vitros 5600 integrated system. Historical quality control results were imprecise and the results of a vitros na+ diagnostic precision test were not within ortho acceptable guidelines. An ortho field engineer performed service actions on the vitros 5600 system that included lubrication of the erf metering pump and replacement of the humidification pad. Post service vitros na+ results have been within expectations and there has been no reported recurrence from the customer of unacceptable vitros na+ results since the service actions were performed on the vitros 5600 system.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected sodium (na+) results were obtained from a vitros performance verifier using vitros chemistry products na+ slides lot: 4267-1147-8163 and lot: 4254-1134-2446 on a vitros 5600 integrated system. Vitros na+ lot: 4267-1147-8163: vitros pv I lot: v1665 results of 152.2, 148.3, 145.5, 140.6, >250.0, >250.0, >250.0, 201.4, 200.0, 199.7, 198.8, 198.5, 198.3, 197.6, 197.2, 197.0, 196.0, 194.7, 193.9, 140.1, 140.0, 139.8, 139.5, 139.5, 138.8, 138.6, 138.5, 138.1, 137.3 and 137.0 mmol/l vs an expected result of 115.4 mmol/l vitros na+ lot: 4254-1134-2446: vitros pv I lot: v1665 result of 138.9 mmol/l vs an expected result of 115.4 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers: (B)(4).